Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had power failure. A field service engineer (fse) reported that the customer observed an ac power failure shutting down message. Upon arrival, the station was found powered on with a black screen. The station was power cycled and came back up normally, though the issue had occurred on a previous work order. The power module and power cable were replaced. Customer logged in and performed a random inventory, and the system was working properly at that time. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had no power and user was not able to turn back on, which located on (B)(6). The customer stated that this malfunction occurred while dispensing the medication, and they were unable to issue the medication, which resulted in a delay in patient care. There were no adverse events or injuries reported based on this event.